Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the keypad buttons were under responsive and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: during investigation, there was moisture observed behind the display lens. The keypad was undamaged. The ok button was acting like the contrast button. A leak test failed due to a bolus button leak. The keypad was opened and there were no contaminants found under the contacts. The pump was opened and there was moisture found on the keypad flex connector. Unrelated to the original complaint, the audio bolus button cover was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.